Event description:
It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed the month prior. According to the complainant, the cubby button became unsteady during assisted bathing. The balloon was filled with water twenty two days later, but by a week prior to original date, the balloon was almost empty. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.